Manufacturer narrative:
(B)(4). A f/u report will be submitted after philips obtains more info concerning this event.

Event description:
The customer reported that he didn't hear any alarm sounds at the bedside or central station. According the philips customer support specialist, the customer stated that the staff discovered the pt with 40% of saturation that there was no critical alarm or the alarm was not enough long to product a continuous sound. The pt is deceased.